Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 185 mg/dl. The customer reported that the insulin pump stopped working. It was reported that the pump got wet and went to turn it on and counted down the load beep and got a blank screen. The customer reported that the fluid or moisture exposure occurred through rain. Customer stated that the pump display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test and displacement test due to blank display. No audio/beep anomaly noted.